Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the pump was over-delivering insulin because they had been experiencing low blood glucose for three weeks. Customer was treated with food and glucose tablets for low blood glucose. Customer¿s current blood glucose was 117 mg/dl. The customer experienced symptoms such as weakness. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.